Event description:
A (B)(6) male involved in (B)(6) was admitted with acute subdural hematoma. Placement of in-dwelling catheter and external drainage system placed on (B)(6) 2015. While rn was doing the initial bag change for the evd, the bag was not able to be unscrewed from the drainage system. Rn asked md to attempt drainage bag disconnection. When md tried to disconnect the bag, the connection piece came apart. The drainage system was changed by md. Unknown potential patient harm. Dates of use: (B)(6) 2015.